Event description:
It was reported that there was a communication problem and that an implantable neurostimulator (ins) overdischarge was suspected. The patient did not use the stimulation for the past year because her pain was under control. The patient stated that her pain was now returning and wanted to use stimulation again. The last time any stimulation was felt was 12 months prior to the report. A physician mode recharger (pmr) was initiated with the patient in the office on the day of the report. It was noted that they tried 4 or 5 pmr sessions and were not able to get normal charging. It was noted that the patient was on the replacement list and was discussing with the health care professional about replacement of the system. The patient stated that since the prior week, the patient felt like something was ¿not right¿ in her left leg. It was noted that the patient was having a pinching, grabbing sensation in a higher position than where she normally felt stimulation. It was later reported that the ins was overdischarged and pmr was not successful after 4 attempts. The patient wanted an implantable pulse generator (ipg) replacement in order to get pain relief. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was scheduled for a spinal cord stimulation (scs) replacement in the following week. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3587a, lot# lb2510, implanted: (B)(6) 2003, product type: lead. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 2003, product type: implantable neurostimulator. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 355029, lot# n103433, implanted: (B)(6) 2007, product type: accessory. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7427v, serial# (B)(4), implanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2004, product type: extension . Product ID: 3987a, lot# lc0646, implanted: (B)(6) 2004, product type: lead. (B)(4)